Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 65% to 0% within a few hours and the pump shut off. The customer's blood glucose level was 133 (mg/dl). Reportedly, the customer recharged the pump and resumed insulin delivery via the pump. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.